Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium) since (B)(6) 2013, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2018, hydrocodone since (B)(6) 2013, ibuprofen since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), amenorrhoea ("amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal distension ("bloating"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, amenorrhoea, vaginal haemorrhage, menorrhagia, dysgeusia, depression, anxiety, rash, urticaria, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, alopecia, vulvovaginal pain and weight decreased outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, depression, dysgeusia, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement 167 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received. Events: hormonal changes describe: mood swings, amenorrhea, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, depression, anxiety, rashes or skin conditions type: rash, hives, migraines, headaches, dysmenorrhea (cramping), pain, weight gain, bloating, hair loss, vaginal pain, weight loss was added. Concomitant drugs were added. Concomitant condition was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium) since september 2013, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2018, hydrocodone since september 2013, ibuprofen since september 2013 and paracetamol (acetaminophen) since september 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), amenorrhoea ("amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal distension ("bloating"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, amenorrhoea, vaginal haemorrhage, menorrhagia, dysgeusia, depression, anxiety, rash, urticaria, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, alopecia, vulvovaginal pain and weight decreased outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, depression, dysgeusia, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight as of 28-may-2019: 170 lbs. Approximate weight at the time of essure placement 167 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received. New event she did not underwent essure confirmation test and reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.